Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report that the customer was hospitalized for diabetic ketoacidosis. The customer's blood glucose read hi on the glucose meter. Prior to the event, the customer lost consciousness in the car. Troubleshooting was not possible, as the customer was not present during the phone call. Nothing further was reported.